Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition. As the patient is dependent on pacing, they are currently hospitalized awaiting a revision procedure. Additional information provided from the field indicated surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.